Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation with an unspecified saline breast implant and experienced postoperative left-sided deflation. As a result, the patient underwent bilateral removal and replacement with a 575cc mentor smooth round moderate profile ( right catalog #: 3501690, right serial #: b)(4)) and a 525cc mentor smooth round moderate profile (left catalog #: 3501685, left serial #: (B)(4)) on (B)(6) 2013. If additional information is received in the future, a supplemental report will be submitted.